Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in an evar procedure on an unknown date. It was reported on an unknown date a type ia endoleak was diagnosed. Intervention was performed . During this intervention, a 28mm endurant cuff was implanted first followed by endoanchors. It was reported that when attempting to implant the  9th endoanchor , the forward button was pressed and the endoanchor was semi-deployed.  The physician then noted the applier did not react when  the forward button was pressed again and the blue light turned on. The applier was then removed from patient and it was confirmed the loaded 9th endoanchor was not implanted, but stayed at a semi-deployed phase and remained at the applier tip. The physician then used a new applier with the same lot number 0011481696 to continue the procedure. It was reported with the use of this applier, before the 6th endoanchor loaded into applier, all the applier lights were off. The physician pressed the "back button" and it turned back on again with the same sound of activation, but after loading the 6th endoanchor, it was off again. The last time the applier turned on the blue signal light came on. It was confirmed that in total 13 endoanchors were successfully implanted. The physician decided there was no need to open a new ap plier for more treatment. Per the physician the cause was the applier malfunctions were product related. No cause of the type ia endoleak was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; additional information received ; per the physician, the cause of the endoleak was due a hostile intrarenal neck. The date when the type ia endoleak was first identified is unknown. It was confirmed that there was no endoleak observed after the implantation of the cuff and endoanchors. . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.